Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion late ('baby's heart stopped beating') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and multigravida. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abortion late (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy"). At the time of the report, the abortion late and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abortion late and pregnancy with contraceptive device to be related to essure. The reporter commented: patient will be having an induction of labour. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion late ('baby's heart stopped beating/miscarriage at or around 16 weeks') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and multigravida. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abortion late (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy/10 weeks pregnant"). The patient was treated with surgery (induction of labor/ essure coil removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the abortion late and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion late and pregnancy with contraceptive device to be related to essure. The reporter commented: patient will be having an induction of labour quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received: reporter, essure insertion and removal date added. Action taken with drug added. Upon internal review, pregnancy outcome was amended to spontaneous abortion, reported term was corrected and trimester of exposure was amended to first and second. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion late ('baby's heart stopped beating') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and normal delivery. On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion late (seriousness criteria medically significant and intervention required). At the time of the report, the pregnancy with contraceptive device and abortion late outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abortion late and pregnancy with contraceptive device to be related to essure. The reporter commented: patient will be having an induction of labour. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.